Manufacturer narrative:
The device was evaluated by the customer and the pace/defib engine board was sent to zoll (B)(4) for evaluation. The reported malfunction was duplicated and attributed to a faulty relay on the pace/defib engine board. The pace/defib engine board was replaced to remedy the reported problem analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.